Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s921usqs4cyk2. Hardware: sm-s921u. Cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room on (B)(6) 2025, where they were diagnosed with diabetic ketoacidosis. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their abdomen. When the pod was removed, the pod's cannula was found bent and the pod was leaking insulin. The patient reported that they were feeling sick. The patient was treated with long-acting insulin and unspecified intravenous fluids. At the moment of the patient reporting the event, the patient was still at the hospital but was getting discharged.